Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The engagement issues were confirmed and replicated. The unit was tested on an in-house and triggered no errors, but failed instruments testing. The unit was also tested on the patient side cart fixture test platform (pftp) and failed carriage strength on degree of freedom (dof) 6 & 8. Upon further investigation, there was no fluid intrusion or physical damage. The system logs also shows errors 22020 pointing to dof 8. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on the gearboxes and rotors of dof 6 & 8 within the affected usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with illeal conduit surgical procedure, the patient side cart (psc) universal surgical manipulator (usm) 4 was not recognizing or engaging any instruments and re-draped the arm. Site tried instruments from usm 1 and 2 that have been recognized and engaged. Surgeon is continuing with procedure robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and system initially powered on without errors. Dvstat contacted for troubleshooting and full troubleshooting completed. Surgeon completed procedure robotically with just using the 3 arms with no patient injury. Surgeon did not disable or discontinue use of arm due to issue but just was not able to use arm 4.